Event description:
It was reported the patient underwent a procedure to remove the superion indirect decompression spacer for an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.